Event description:
Related complaints tw ID# (B)(4).

Manufacturer narrative:
Trackwise # (B)(4). Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis for similar complaints: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 to jul 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) enter investigation: the device was returned to the factory for evaluation on 09/03/2021. An investigation was conducted on 09/08/2021. A visual inspection was conducted. Signs of clinical use and evidence blood and charred material was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no visual defects were observed. An electrical evaluation was conducted. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073. The activation and transection testing and temperature resistance testing was not conducted due to the extent of the damage to the heater wire. Based on the returned condition of the device, the reported failure "electrical /electronic property problem" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. They noticed the power cutting out on the hemopro ii. They pulled the device out to inspect the jaws and noticed they were bent at an unusual angle. It was almost like they had been broken at the hinge point. It was if the jaws, at the hinge, broke and were floppy. The metal wire did not break and nothing fell into the patient. There was no issue with patient, the polyfuse did not activate as we did not do any long burns, and there was no delay in procedure other than opening new kit. They replaced the device and completed the case with a new device.